Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two weeks after the implant procedure, the patient was sore and that they had "an issue with the (implantable cardiac monitor (icm) battery" while attempting to send a transmission. The device remains in use. No further patient complications have been reported as a result of this event.